Event description:
It was reported to philips that geometry movements were not available. The device was in clinical use at the time of the reported event. No harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movements was not available. The fse determined that that geo ipc did not start up. The fse re-plugged and cleaned the memory bank and then restarted the geo ipc. After which, the system was returned to use in good working order. Later, a similar issue was reported and the engineer pulled out 2 memory banks and restarted geo ipc to solve the issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.